Manufacturer narrative:
Additional information was added to d4: expiration date, h4, h6, and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set leaked; further described as ¿chemo was spraying from y site on tubing line¿. The issue occurred during patient infusion with decitabine using a peripheral intravenous line (piv). The y-site (clearlink) was not attached to another product or accessed at the time of the event. The chemotherapy sprayed onto the patient's legs and ground; however, a spill protocol was initiated to clean the spill and the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.